Manufacturer narrative:
The insulin pump was received with currents within specifications and passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. The insulin pump was missing end the cap sticker and serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.this MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that her blood glucose rose as high as 580 mg/dl and that her blood glucose consistently remained in the 300 mg/dl range. The customer has been treating via insulin pump therapy and manual insulin injection. The customer also mentioned that she took too much insulin at one point and had a low blood glucose of 40 mg/dl. Troubleshooting was initiated for the high blood glucose. The patient experienced nausea, migraine headaches, blurry vision, and abdominal pain due to the hyperglycemia. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The device settings were programmed accurately. However, the back label was peeled off. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. The insulin pump was returned and replaced.